Event description:
The pt was implanted with a pneumatic left ventricular assist device (lvad). In 2003, the drive console was being vented and did not resume pumping upon completion of the vent cycle. The pt was switched to the back up drive console and was not injured by this event. The pt remains on lvad support. The drive console was serviced at the hosp the same day, by the MFR's service contractor and the reported problem could not be duplicated. The drive console performed as intended. The drive console was returned to the MFR for analysis 2 weeks later.